Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon came to the aortic symposium booth today in (B)(6) and reported that a patient of his died following a thrombotic event. The surgeon stated that "the patient stopped taking coumadin before the event occurred." Additional information is pending.